Event description:
It was reported that intermittently, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced elevated blood glucose (bg) levels up to 507 mg/dl. A correction injection was administered to address the high bg.